Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: a 977c290, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: neu_unknown_lead, lot# serial# unknown, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare provider indicated that the physician did not like either of the 5-6-5 or 2x8 leads. The physician was struggling to implant the 5-6-5 surescan lead. They noted that the lead was way too long, and that it was going to paralyze the patient if implanted. The physician then tried using a 2x8 lead, but stated that it was still difficult to pass the lead. The 2x8 lead was finally placed. The lead was positioned slightly to the right, but the patient stated that they are currently getting good coverage after being programmed. No further complications were anticipated. No patient symptoms were reported. The patient was implanted for spinal pain.

Manufacturer narrative:
References the main component of the system and other applicable components are: product ID 977c290, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID 977c190, serial# (B)(4), product type: lead.

Event description:
Additional information was received from the manufacturer representative on (B)(6) 2017 providing device information of the lead. It was reported that the lead was discarded by the hospital. It was clarified that there were no problems with the lead other than that the physician could not get it in without it going to the right in the epidural space. No further complications were reported.